Event description:
Pt was lowering bed when they heard a loud "pop". Flames were noted under the bed. The pt was removed from the room and staff used a fire extinguisher to put out a small electrical fire. Evaluation of the bed indicated the capacitor malfunctioned causing it to burst open exposing wires that caused a small electrical fire.